Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil hung on the catheter's distal tip during removal. The target lesion was located in the ovarian vein. A 12mm x 30cm interlock¿ was selected or use. During the embolization procedure, a 14mm x 30cm interlock¿ was prepared and inserted in the proximal hub of the direxion¿ microcatheter. While partially inside the microcatheter, the coil encountered resistance and was unable to advance. The coil was then removed together with the microcatheter and was replaced with a 12mm x 30cm interlock¿ coil. The 12mm x 30cm coil was then advanced to the new direxion¿ microcatheter and at the course of the procedure, it encountered resistance. The coil was removed, however, it became partially deployed and hung on the edge of the distal tip of the microcatheter. Both devices were removed. A non-bsc catheter was then successfully used to deploy a 10mm x 50cm and an 8mm x 20cm interlock¿ coil. However, during an attempt to deploy a 10mm x 30cm interlock¿, resistance was encountered. Finally, the coil was replaced with an 8mm x 20cm interlock¿, which achieved the intended result of the procedure. No patient complications were reported.